Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results. Results as follows: date: (B) (6) 2010, inratio: >7.5. Date: (B) (6) 2010, 0.9 (re-test). Customer did two self tests. Customer not on coumadin.